Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Patient did not have stimulation on the left side. Impedance check revealed high impedances on all contacts of one of the leads. As such, surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138310.